Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(4). The read-out of the pump has been provided. The reported event is stored in the microcontroller shortly after the level alarm occurred. Results of red-out analysis revealed that the operator deactivated the level sensor function, thus the pump was no longer controlled by the level sensor and it could not start automatically again because the status of level alarm persisted. Indeed, the level alarm cannot be cleared until the level sensor detects fluid again but this is not possible if the user turns off the sensor. After a level sensor deactivation, the desired pump speed must be set manually. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped, following a level alarm, and it did not automatically restart after the level function deactivation. The event occurred during procedure. There was no report of patient injury.